Event description:
It was reported that, pt can't sleep on either side; pt can't touch area where bursa sacs used to be. Severe groin pain since june: can't climb stair. Found inflammation on MRI and cyst is growing. Blood work indicates inflammation doctor is running tests. Cobalt levels elevated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.